Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a broken belt clip and that they were hospitalized for high blood glucose. Customer did not indicate the blood glucose value. Customer will call back when they can troubleshoot. No further information was given.